Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5 emergency system. The event occurred in china. Through follow-up communications, livanova learnt that, to fix the problem, the shaft of the hand pump was replaced by a third-party repair service provider. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that, upon manually operating a cp5 pump, during administration of ECMO therapy, the pump failed to respond. There is no report of any patient injury.